Event description:
It was reported that the left ventricle lead exhibited phrenic stimulation and failure to capture. The left ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.